Event description:
It was reported that during a transcatheter aortic valve implant procedure, crown overlap up to the 4th node was observed on fluoroscopy. Subsequently, the valve was opened externally, which further revealed a valve infold. Subsequently, the valve was not used and another valve was loaded into a new delivery catheter system (dcs). The procedure was then successfully completed. It was noted that the misload was due to a new valve loader in training. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evprop34; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na image review: a complete set of intraprocedural fluoroscopic media files was available for review. Note: this analysis was conducted based solely on the imaging set provided for review. A preliminary angiogram of the left and right coronary arteries was performed prior to valve implantation and demonstrated no significant evidence of coronary artery disease. A pre-implant aortogram demonstrated possible mild aortic regurgitation. Fluoroscopic valve load inspection identified a potential misload, with inflow crown overlap extending to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Imaging suggests that the misloaded valve may have been attempted to be used. Prior to the implantation attempt, pre-balloon aortic valvuloplasty was performed. The valve was then partially deployed, and an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Imaging indicates that the infolded valve was subsequently withdrawn from the patient, and a new valve was loaded with fluoroscopic appearance consistent with an appropriate load. Evidence suggests that a single recapture may have been performed, as the estimated depth relative to the non-coronary cusp in the cusp overlap view appears to measure approximately 1 mm in one cine frame and approximately 2¿3 mm in the subsequent cine frame. Depth assessment was also performed in the lao view, which suggested a depth of approximately 10 mm relative to the left coronary cusp; however, parallax is present at the inflow portion of the valve, limiting the accuracy of depth assessment in this projection. The valve was subsequently released, and the post-implant aortogram demonstrated possible moderate aortic regurgitation/paravalvular leak. Post implant balloon dilatation was performed; the balloon size and type could not be confirmed from the provided imaging. The post-dilatation aortogram demonstrated improvement of the regurgitation/leak to possibly mild. The patient executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be completed. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.